Event description:
The attending informed the technologist that the microtip of the tenex probe had detached during a procedure on a patient. The patient received absolutely no harm and was actually unaware of the incident. Defect: the sheath on microtip came loose as it was being removed from patient. This is a known issue with the tenex tx1 microtip device where the sheathing that houses the needle tends to break after 2-3 minutes of continuous use. This is the third occurrence of this type of device breaking. OEM has identified a structural weakness in the product that may result in the breakages. Following up with OEM now to determine delivery of new model. "None of these incidents has caused any harm to the patients at all and in two of the three cases, the patient was totally unaware that anything had happened. Because of the nature of the procedure, there is very, very minimal chance that any future incident would cause any harm at all to the patient. Main issue has been inconvenience to the providers and staff in having to replace the device during the procedure and the administrative issues that follow".